Manufacturer narrative:
The following fields were updated with additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 29-mar-2023. H6: investigation summary: bd received eighteen (18) contaminated samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for damaged product was observed. Additionally, the customer samples along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of damaged product was observed in the return samples but was not observed in retains. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "in some samples, we detected the presence of plastic stuck to the inner wall of the biochemistry tubes (serum-yellow cap). We verified different lots in the 8 tubes collected so far.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "in some samples, we detected the presence of plastic stuck to the inner wall of the biochemistry tubes (serum-yellow cap). We verified different lots in the 8 tubes collected so far.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2227056, medical device expiration date: 2024-02-29, device manufacture date: 2022-08-15; medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.